Event description:
The system was explanted (B)(6) 2010 due to infection. The plan was to implant a new pump system once the infection resolved. The pump medication was not reported. Additional information has been requested from the hcp, but was no available as of the date of this report.

Manufacturer narrative:
(B)(4).